Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin leaked from the reservoir into the reservoir compartment. It was also stated that the customer's blood glucose reading was 400 mg/dl. Nothing further was reported.